Event description:
Related manufacture reference number: 2017865-2022-04207. It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead and right ventricular lead exhibited low pacing impedances. Both lead were explanted and replaced on (B)(6) 2022. The patient was in stable condition.